Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting the numbers on her insulin pump are counting up to 600 and cycling through on their own. Customer's blood glucose is 252 mg/dl. During the call the numbers stopped scrolling, but pressing esc did not clear the screen. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.